Event description:
Three endeavor sprint rx drug-eluting stents were implanted at the mid rca (overlapping) for treatment of a target lesion. Tortuosity was less than 45. Dissection prior to stent implant reported.

Manufacturer narrative:
(Secondary intervention, additional stent implanted) - inherent risk of procedure (dissection).

Event description:
It is reported that the previously reported dissection occurred after post dilation of the 2nd stent. Dissection was treated with placement of an additional stent. Investigator assessed that the reported event was not related to the study device.